Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system produced erroneously low and high results on the glucm (glucose) test on 33 patient samples. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the samples were rerun on their backup dxc analyzer and the results were amended. Customer indicated that there was no change to patient treatment or any harm done to any patient. Customer reported that controls ran before the event were in range. Customer reported that level 1 control ran after the event was out of range. Customer indicated she decided to replace the electrode, stir bar and the reagent and then recalibrated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected and replaced the tri continent syringe due to age and wear.